Manufacturer narrative:
The additional device is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. When the clip delivery system (cds) was inserted into the steerable guide catheter (sgc), air entered the sgc. Aspiration was performed to remove the air. An issue with the clip introducer was suspected therefore the cds was removed. A second cds was prepared however the clip could not open. Troubleshooting was performed and the clip was not able to open therefore it was not used. A third clip was able to be implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, a cause for the reported leak could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.